Event description:
Customer's wife reported a no delivery alarm during a bolus on customer's insulin pump. Customer's blood glucose is 157 mg/dl. Customer was unable to do troubleshooting because the issue was resolved by changing the infusion set. Customer was educated on the bolus history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)